Event description:
Additional information indicates that the patient underwent a device replacement procedure for normal battery depletion and this lead was subsequently capped and abandoned due to high impedances and pacing thresholds. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss) on the right ventricular (rv) lead. The impedance measurements were greater than 2,500 ohms. The high impedances were unable to be reproduced; however, there were several episode with noise stored in the logbook. The patient is not pacemaker dependent. The physician plans to perform an echocardiogram to determine if the patient needs a device upgrade and will evaluate the lead at the generator changeout. No adverse patient effects were reported. This product remains in-service.